Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis found that the helix length was within specification. Tether button hole diameter was measured and found to be within spec. Telemetry and pacing features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp failed to separate from the delivery catheter after positioning. The lp and delivery catheter were removed and replaced. There were no patient consequences.